Event description:
The initial reporter received a questionable tina-quant albumin gen.2 - urine application result from one patient sample tested on the cobas 6000 c501 module. The initial result was 40.3 mg/l. This result did not match the patient's history. The repeat result was 17.9 mg/l. This result was reported outside of the laboratory.

Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. There was no indication of a reagent issue, as the qcs were within the specified ranges. The field service engineer replaced the reagent probe and installed a special wash for the reaction cells. He performed adjustments and repairs. The investigation determined that the service actions resolved the issue.